Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis. A review of the event log files, extracted from hsc-009090, contained data spanning approximately 5 days (23apr2024 ¿ 26apr2024, 24may2024per timestamp). Starting (B)(6) 2024 at 3:26:50, intermittent communication a faults activated. On (B)(6) 2024 at 10:01:35, the communication a faults triggered driveline communication fault alarms to activate. The alarms did not resolve before the driveline was disconnected on (B)(6) 2024 at 16:27:49, consistent with the reported exchange. The alarms did not affect pump operation. A review of the event log file, extracted from hsc-135706, contained 44 events spanning approximately 2 days (11jul2023, 26apr2024 per timestamp). On (B)(6) 2024 at 16:27:52, the driveline was connected, consistent with the reported exchange. There were no driveline communication fault alarms or other notable alarms active in the log file. The heartmate 3 vad modular cable (lot number: 185362) was returned for analysis. The modular cable was connected to a mock circulatory loop. Upon connecting, driveline communication fault alarms activated. The modular cable underwent resistance and insulation testing and the green (communication a) wire measured as an open line. The cable¿s outer layers were stripped, and a kinked area was observed. The green wire was found to be broken with exposed conductors. A damaged communication wire would result in a driveline communication fault to become active on the controller. Per the provided information, the hospital cleared the alarm, but it re-occurred. The modular cable and system controller were exchanged, and the alarm has yet to return. The root cause of the reported event was determined to be due to a break in the communication a wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the hospital for a sudden occurrence of driveline communication faults, with yellow wrench led and intermittent beeping, at home. The was no direct cause visible and no other technical issues occurred. Log files were downloaded and confirmed the alarm on (B)(6) 2024 presumed to be caused by a com a fault that was flagged deeper in the data, as well as on (B)(6) 2024 without a yellow patient flag. There was no impact on patient condition. The hospital cleared the alarm, but it reappeared, and the modular cable was exchanged with the system controller. The alarm did not occur again after the exchange. The patient was doing fine.